Event description:
The device does not sound an alarm/alert when the blood level is reading low. Which is supposed to make a sound when patient is sleeping. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).